Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead's defibrillation coil was stuck in the puncture sheath. The lead was removed from the sheath after forcefully pulling. It was found that the coils had shifted and were not connected to the coils next to them. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.